Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, it was noted the customer was getting no input serial digital interface 1 (sdi1) on the secondary monitor. The cabling was checked from sdi out 1 to sdi in 1 on the monitor. Customer was able to get good image on the main monitor from the cv-190 out of out 2, therefore, the outputs were swapped, and image was still not available on the subject device. Customer indicated that a new sdi cable will be changed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the high-definition lcd monitor had no input on the monitor during preparation for a diagnostic (colonoscopy) procedure. The intended procedure was completed with a similar device with a delay of 30 minutes. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.